Event description:
It was reported that the patient never had therapeutic effect and experienced symptoms of acute pain in her mid-back and "around the right side by her kidneys" following device implant. The pain level was rated at a 9. The patient went to the emergency room on (B)(6) 2012 where she had a CT scan, full urinalysis and blood work done, and the patient's healthcare provider (hcp) determined "everything" was negative and she did not have kidney stones. However, the patient ended up going back to the hcp the following day, where the patient was given medication but it wasn't helping. X-rays were also taken and it was determined that the system was "hitting on a nerve" and the patient had to have surgery to resolve the issue. It was noted that the hcp had determined the patient could have surgery as soon as (B)(6) 2012 but the patient was unable to wait any longer to have the surgery. The reporter also stated that the hcp mentioned during the initial surgery that the device may not work and the patient may need to go back to have a paddle lead placed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), product type lead. (B)(4).